Manufacturer narrative:
This is the initial and final combination report for this complaint. (B)(6). The gender of the patient is unknown. Complaint conclusion a report was received that resistance was noted while trying to insert a 6f brite tip catheter sheath introducer (csi). When the device was removed, the distal tip was noted to be frayed. The event was associated with a percutaneous intervention of a patient¿s right superficial femoral artery. The device was exchanged to successful complete the procedure with no reported patient injury. The product was reported to have been stored and handled according to the instructions for use (IFU). No damage to the packaging or product was noted when inspected prior to use. The site reported that no difficulty had been encountered when removing the device from the package. No difficulty was experienced flushing or assembling the product and the device prepped normally. Insertion of the csi was attempted via an antegrade approach from a 99% stenosed right common femoral artery. Resistance was experienced when attempting to insert a 6f brite tip catheter sheath introducer (with its¿ vessel dilator) into the access site. Excessive force was not used. When the device was removed, the distal tip was noted to be frayed. The procedure was successfully completed with another product and with no reported patient injury. The product was not returned for analysis. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. According to the product IFU, the vessel dilator facilitates the percutaneous entry of the csi. If increased resistance is felt upon insertion of the csi, the IFU cautions the user to investigate the cause before continuing. If the cause cannot be determined and corrected, the user is instructed to discontinue the procedure and withdraw the csi. Based on the information provided for review, there are vessel characteristics (99% stenosis) that may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and the exact cause of the failure could not be determined. Based on the DHR review, there is no indication that the event was related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery, it was reported that when the 6f 11cm brite tip catheter sheath introducer (csi) was inserted into the target vessel, there was resistance felt. The sheath was thus removed from the patient and it was found that its distal tip was frayed. Therefore, the physician stopped using the device and used a new brite tip sheath instead. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will not be returned for analysis. The target lesion was heavily calcified and moderately tortuous. The rate of stenosis was 99 %. An antegrade approach was made from the right common femoral artery (cfa). The access site was 99% stenosed. The device was stored and handled according to the IFU. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The device appeared normal when taken from the package and before the procedure. There was no difficulty reported flushing and assembling the devices. The device prepped normally. Excessive force was not used to insert the sheath. A dilator was used prior to inserting the sheath. No photos are available of the failure.